Event description:
Device was being used to treat a pt. Reportedly, device's external pacemaker would not increase pacer current above 0 milliamps. A backup device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.